Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 2 false positive sars result (faint positive result). One was obtained back in (B)(6) 2022 and one recently. Customer communicated the result was confirmed negative by pcr and other rapid antigen test. Report for recent result.